Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device remains implanted.

Event description:
During a teleconference with a surgeon, the surgeon stated there was a male patient that returned to him approximately 6 weeks after a cranial procedure with complaints of dizziness and a softness on the incision side of the patient's head. The surgeon stated it is standard practice for him to apply bone cement to a defect, typically followed by titanium mesh, followed by another layer of bone cement. A postoperative CT scan was performed, which revealed that the patient had an infection and was prescribed antibiotics to treat the infection. Additionally, it appeared the bone cement separated from the skull intracranially. No revision surgery is scheduled at this time. The patient is being monitored.